Event description:
Placed a 4fr. Bard perqcath midline in left accessory cephalic vein without difficulty until time to peel apart the 17ga excalibur introducer sheath and found it very difficult to begin the peel apart maneuver. One handle of the peel apart sheath broke off without the sheath beginning to peel. Could not leave the sheath on the midline catheter due to danger of catheter shearing by the stiff introducer. Pt extremely needle phobic (could not even bear to sew) and refused over the wire catheter exchange because it involved a small injection of subq lidocaine. Opted to have catheter removed and hold off until next day to repeat insertion procedure.